Event description:
It was reported the patient's ipg would not communicate with the charger. It is unknown when the patient last had therapy. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's ipg last 24 hours between charges. There is no allegation of deficiency against this device. The device was explanted and replaced, effective therapy was established post operatively.